Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet insulin pump passed all manufacturing specifications prior to release. Device engineering logs for the date of event showed no malfunctions or failures. The ilet operated within specifications, including appropriate alerts and insulin delivery adjustments in response to cgm glucose levels. The device entered bg run mode following intermittent cgm signal loss. The event was influenced by the user not entering manual blood glucose values during bg run mode as prompted by the device, which contributed to prolonged elevated blood glucose levels. This event highlights the importance of user adherence to bg entry requirements during cgm signal interruptions. Should additional information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2025, the user reported difficulty with the ilet insulin pump indicating ¿dosing stopped connect cgm or enter bg¿ after placing a new dexcom g7 sensor that was bleeding. The user was unable to change supplies independently due to memory issues and low insulin remaining (11 units). The user was advised to seek assistance for supply changes. The user¿s blood glucose was elevated during this time.